Event description:
The hospital reported that during preparation for a coronary artery bypass graft surgery, the first heartstring seal unraveled at the distal end and the second cracked in the middle, while loading into the delivery tube. The surgeon used a replacement heartstring seal to complete the procedure. No patient complications were reported by the hospital.